Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. Communication could not be established between the device and a programmer upon received. During the analysis, the device was detected in bvvi reset. Firmware was reloaded and the device interrogated normally. Reset was not replicated while testing the device. The cause of the reset was undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was unable to be interrogated prior to implant. Device was still in the box and was not used.